Event description:
The reporter stated "that when the specialist opened the packet, the tubing was severed." There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is a566 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (dps620879) by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Visual examination found tube breakage above the solvent connection at the female luer lock due to a brittle tube failure. This was consistent with shock applied during transportation or handling. There were no manufacturing issues observed that would have contributed. The device history record was reviewed and found to be acceptable. Smiths was able to confirm the issue and determine a cause. The break point was consistent with a shock during or after shipment of the product. Review of the complaint database indicated this is the only reported issue for product code or this subassembly in the last 12 months. No additional action is necessary at this time. Smiths considers this MDR closed with this report.